Event description:
It was reported the inner shaft of the handle broke while distracting the disc space. The surgery was successfully completed. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment. Result: the reported event was not confirmed. The device was found fully functional upon device evaluation. No visual anomalies were found. Instrument instructions for use state that "for instruments with articulations, lubrication may be necessary. Using a silicone lubricating cream is recommended." Per email correspondence with the sales rep, the instrument is not lubricated regularly and was not lubricated prior to the surgery. Conclusion: device was found fully functional upon device evaluation. Therefore, the exact root cause of the reported event could not be determined however not lubricating the instrument regularly may have contribute to the reported event.

Event description:
It was reported the inner shaft of the handle broke while distracting the disc space. The surgery was successfully completed. There are no reports of adverse health consequences to the patient.